Event description:
It was reported that the pump touch screen had pixel issues, affecting the customer's ability to interact and read the pump due to the poorly lit screen, which made it difficult to control the pump. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.